Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not unfold properly and may have had a tear. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded in on the optic. The plunger is in contact with the trailing optic edge. The leading haptic is extended straight. The reported complaint does not match the evaluation of the returned product. The lens was returned in the device. The plunger, lens and haptic positions are acceptable. The presentation of straight leading haptics is addressed in the product instructions for use (IFU) where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. Straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated root cause factors may also include: use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).